Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation with correction to the initial with information inadvertently left out. Additionally, to provide correction to the initial (h4, h7, h8, and h9) and to provide information received from the customer through follow-up. The customer confirms the distal cover recovered was damaged and was split just like the pic but more centered. No anti-fog agent to the scope lens and the doctor sometimes will use lubricating jelly before putting the scope in the patient mouth. The lubricating jelly is made by medline, which comes in steris endo kits. After attaching the distal cover to the scope, the user did confirm that the cover was not damaged. The g.I tech put the distal tip cover on, then pull to make sure it's on correctly and doesn't come off. -reconfirmation of complaint failure. Since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation: since the actual product has not been returned, olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using the representative product owned by the hinode factory. As a result, olympus confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2311). In addition, using the representative product, olympus verified the resistance quality standard that "does not come off from the distal end of the endoscope during use", which is a product standard, and confirmed that the standard was satisfied. (Lot used for confirmation: h2311). -type test: during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the endoscope does not come off during use." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the drop off of the distal cover that occurred at the facility was caused by the following handling by the user. It is possible the event occurred due to the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "see caution column in 7.3. "Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." -see warning column in 7.3. "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the patient was then transferred to recovery and upon waking up, noticed a device in the mouth. The patient spit it out and it was the distal cap. The nurse retrieved the device. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem.

Event description:
The customer reported to olympus, the single use distal cover fell off, and the cap was located in the patient¿s mouth following a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The cap was then taken out of the patient¿s mouth. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the scope involved in this event (model number: tjf-q190v).

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus further received information that after the procedure when the customer noticed the distal cap was missing, the sedation was prolonged five to ten minutes to look for the missing cap but was unable to keep the patient asleep.

Manufacturer narrative:
This report is being submitted to provide additional information from the customer and a correction to h6, component code. H4: manufacturing date: january 18,2022. H6, component code: cap was incorrectly selected on the initial report.